Manufacturer narrative:
Philips field service engineer (fse) was dispatched to the customer site and it was determined that the front bezel needed to be replaced to return the device to working condition. The fse replaced the front bezel to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service.

Event description:
It was reported to philips that the device was not powering on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.